Event description:
04/18/2024 - the consumer claims the product sparked while in use.

Manufacturer narrative:
04/18/2024 - we have requested the device be returned to the manufacturer for an investigation. To date we have not received the device.